Manufacturer narrative:
Additional information : imdrf annex a,g,c and d codes.

Event description:
It was reported that "ctsu" was being infused using protocol "argx-113-2003." However, the infusion ran longer than intended. It was further noted through clinician notes that an additional eleven (11) ml was added to the pump for the entire bag to infuse completely. There was patient involvement, but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that "ctsu" was being infused using protocol "argx-113-2003." However, the infusion ran longer than intended. It was further noted through clinician notes that an additional eleven (11) ml was added to the pump for the entire bag to infuse completely. There was patient involvement, but no harm.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction : concomitant med prod data. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, b, c, d, g codes. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that "ctsu" was being infused using protocol "argx-113-2003." However, the infusion ran longer than intended. It was further noted through clinician notes that an additional eleven (11) ml was added to the pump for the entire bag to infuse completely. There was patient involvement, but no harm.